Event description:
Event description cpi received information that this unipolar lead was removed from service. During a routine replacement procedure of an implantable pulse generator (ipg) the lead was accidently cut. The physician elected to cap the lead and replace it with a new bipolar lead.